Event description:
It was reported at six months follow-up, radiographs revealed that the onyx migrated into the parent vessel. No complications were reported with the patient as a results of the event.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.